Event description:
To whom it may concern, (below is an excerpt from a letter that I sent to what I believe may be the emergency room nurse manager and risk management and others) my mother arrived at the emergency room around 1:30 pm with a history of uncontrolled hypertension. She was initially seen by a physician and had labs drawn, but was then returned to the waiting area, where she remained for 8-9 hours having no idea what was going on, no contact to speak of... When I was able to finally arrive (I had been out of town) at about 12:45 am, nearly 12 hours later; I found my mother in room 11 with an alarming philips bedside monitor. The monitor was not displaying spo? And was actively alarming, and indicating something was wrong with her probe and/or spo2. No one was responding to the alarm. I found what appeared to be a neonatal pulse oximeter probe had been incorrectly applied to her -- completely inappropriate for an adult, wrapped tightly around the end of fingertip. It was the light brown, stretchy, elastic type of sensor (see video). To top it off, the finger sensor was on the same hand/arm that was being used to take her blood pressure on! (Common knowledge to any nurse or even na, this is a bad practice as the arterial blood is occluded when the bp is taken by the bedside monitor) I brought this spo2 alarm to the attention of nurse (B)(6), who was kind and quick to act by switching the neonate probe out with a good adhesive adult probe. (B)(6) was even nice enough to point out to me the fact that it was on the wrong hand as well. However, she didn't address the ECG alarm issue that I will address in the below paragraph. At the same time, the bedside monitor was displaying only lead ii and was continuously alarming with "ECG check cable". It also showed that my mother's ECG lead ii was the only lead that the monitor was reading. Furthering my curiosity, was the fact that the ECG waveform looked upside down and the philips software was reading the rhythm as "sv rhythm". My mother stated the alarm had been sounding since she was first connected between 10 pm and my arrival at 12:45 am. Being someone that teaches students how to troubleshoot medical devices, I discovered the ECG trunk cable had been inserted incorrectly into the module/adapter (video). A staff member who identified herself as, (B)(6), after I asked her name (an african american woman with long eyelashes, possibly a nurse aide) stopped by the room sometime later to get an infusion pump in the corner for another room. I asked her respectfully and calmly if she had initially hooked the equipment to my mother to which she said "yes". I then very nicely showed her the ECG cable had been inserted upside down when she first hooked it up to my mother. She quickly deflected responsibility, saying "maybe someone else messed with it." After I showed her my findings. My mother immediately recognized that this was untrue as no one else had touched the monitor since (B)(6) had attached everything to her. It obviously would have been way better for her to admit fault and learn from the issue. She left the room and we knew that there was no way to take that conversation further.